Event description:
The manufacturer representative initially reported, a patient's device system was removed due to infection. No specific symptoms were reported. Confirmation was received from the patient's hcp and indicated the patient began experiencing pain, drainage, and tenderness at the location of the lead track approximately 4 months post implant. The patient did not have meningitis. The patient was treated with oral antibiotics and total device system explant. The infection resolved. See MFR report #3004209178-2007-03783.

Manufacturer narrative:
.